Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Scratched on display window and cracked battery tube and missing end cap sticker noted.

Event description:
It was reported that the insulin pump alarmed during the prime process. The drive support cap is protruded. The blood glucose reading is 166 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.